Event description:
Pt in or for open reduction and internal fixation - bipolar right hip. At 1751 incision was made. At 1836 cement was placed. Pt began coughing and losing blood pressure and heart rate. A code was called. Pt to intensive care unit after surgery. Pt expired.